Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. This report is for unknown screws. Part#, lot# and UDI # is not available. Device is not expected to be returned for manufacturer review/investigation. This report is for unknown screws. PMA/510(k) number is not available. (B)(4). Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: wagner m (2003). The supracondylar femur osteotomy for the correction of a genu valgum. Operative orthopadie und traumatologie. Volume 15. Page 387-401. (Germany). The objective of the study is to have an axial alignment of a genu valgum deformity with a supracondylar displacement osteotomy and exercise-stable internal fixation with a blade plate while compressing the fragments. 31 patients who underwent supracondylar femoral osteotomy for the correction of a genu valgum were included in the study. The patients have an average age of 58 years (range, 36-80 years). All patients were implanted with an unknown ao 90 degree blade plate. Radiographs were taken 8 weeks postoperatively. The patients returned to light activities after an average of 12 weeks. The implants were removed after 12 months. The functional improvement was documented with the install knee score. The average duration of follow-up amounted to 14.1 (10.1¿24.4) years. Complications were reported as follows: 1 patient had an implant loosening and was revised 2 months after the surgery. The osteotomy consolidated rapidly thereafter. 1 patient had joint debridement at the time of implant removal. This report is for unknown screws. It captures implant loosening. This is report 2 of 4 for (B)(4). A copy of the literature article is being submitted with this medwatch.